Event description:
Within 2 yrs after breast implant surgery rptr began to have chronic immune problems (epstein-barr virus, cytomegalovirus, joint pains, sensitivities to medicines, nutritional supplement, enviroment and foods). Rptr has spent the last 14 yrs seeking help to stabilize her immune system. She also has a highly sensitive liver.